Event description:
Event reported through clinical follow-up. Thromboembolism. Permanent neurological event diagnosed by CT scan and neurological exam. Therapy prior to event was platelet inhibitor. Antithromboembolic therapy treatment changed to ticlid, partially resolved event. The pt is now having speech therapy and continues to be followed through clinical studies.